Event description:
As reported, a pt of unk gender and age presented for an unspecified procedure. During the procedure, the balloon would not deflate enough to be reinserted into the pt. A new device was used to complete the procedure. The procedure was successfully completed with no report of harm or injury to the pt.

Manufacturer narrative:
It was reported that the device involved in the incident was disposed of and not returned for evaluation. As the reported complaint sample was not returned, angiodynamics is unable to perform a device evaluation. An investigation into the root cause for evaluation. An investigation into the root cause for incident is currently in progress. (B)(4).